Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the sieve beds are defective. Additional malfunction is the tie wrap and hose clamps were installed.